Manufacturer narrative:
Physio-control evaluated the customer¿s device at the product assessment center (pac) and verified the reported issue. The cause of the reported issue was determined to be due to corrosion at j506 connector which hinders on/off switch communication. The customer has been provided with a replacement device.

Event description:
The customer contacted third-party service agent regarding the servicing of their device. Upon initial evaluation, third-party service agent observed that the device would unexpectedly shut down after powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device at the product assessment center (pac) and verified the reported issue. The cause of the reported issue was determined to be due to corrosion at j506 connector which hinders on/off switch communication. The customer has been provided with a replacement device.

Event description:
The customer contacted third-party service agent regarding the servicing of their device. Upon initial evaluation, third-party service agent observed that the device would unexpectedly shut down after powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
The customer's device will be returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted third-party service agent regarding the servicing of their device. Upon initial evaluation, third-party service agent observed that the device would unexpectedly shut down after powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.